Event description:
Called by nursing because the part of the intravenous tubing that fit into the "avi" pump was defective. It was assembled in the wrong direction (ie end tract should be closest to the intravenous infusion bag was closest to the end of the tubing that is attached in the pt). To quote the nurse "the small pillow is towards the IV spike instead of being towards the end that connects with the pt's IV access device". IV tubing was not used & discarded as it was already primed with chemotherapy.